Manufacturer narrative:
(B)(4): the customer reported that there was an error message on the device and there was an issue with pacing. The specific error message and pacing symptom was not reported. There was no report of pt involvement or adverse pt impact. Philips subsequently found that the pacer button was not functional. Philips evaluated the device, found that the device failed user initiated pacer test, confirmed the pacer button malfunction, and resolved this malfunction by reconnecting the pacer button interconnect cable.

Event description:
The customer reported that there was an error message on the device and there was an issue with pacing. The specific error message and pacing symptom was not reported. There was no report of pt involvement or adverse pt impact.